Manufacturer narrative:
Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented to the emergency room after receiving shocks and a history of syncope, loss of capture was observed. A heart angiography revealed perforation. A cardiac repair surgery and lead repositioning procedure were performed. The lead was explanted and replaced when repositioning was unsuccessful. The patient stable post-procedure.